Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information: the first half of the mamma- op could be performed by the surgeon without any problems. Instrument setting on the generator 3 coagulation / 5 cut (recommended by manufacturer). In the second half of the op , there were a few times the instrument warning that the pressure between the shear is too high.(relax pressure on blade) this message is according to the surgeon, whether he exercised more or less pressure. The scissors were cleaned and the operation was continued. Approximately, at this time has also been recognized by the scrub nurse that the skin at the wound edge is white. Skin and the instrument had contact in the region between the rotating point of the scissors and the white plastic scissors. It has now also made sure to keep away the wound edge from the scissors. In the entire op mainly the cutting mode was used by the surgeon. The surgeon also noted that the performance decreased (effect on tissue). Towards the end of the op, the power setting has been increased to 5 coagulation / 5 cut, but still the cutting mode was mainly used. At the end of surgery was noted that the instrument in front of the white plastic is hot. The scissors were also cooled in between. What is the severity of the burn? Grade ii superficial what medical intervention was used to treat the burn? (Such as salve or stitches) wound dressing are there any anticipated long-term effects from the burn? No, no impairment of wound healing pp from the photograph it looks like the patient had a modified radical mastectomy ¿ was this the procedure? Yes from the picture that there is some blistering of the skin on the inferior aspect of the incision, midway along the incision. Seems like it could be a burn¿either from heat, or even from tape that was left on too long¿hard to tell just from the picture tape or a retractor could also lead to burns due to friction. Both look very similar. There was no tape did the surgeon use tape or a retractor during the procedure? No retractor was used did the surgeon rested the shaft if the device on the skin while hot? Yes, but after we recognized the red skin in that area the instrument was received in good visual condition. It was noted that the jaw area had tissue and body fluids. It was connected to a generator which resulted in an alert screen, of tighten assembly. The tissue was removed from the distal pipe and the jaw interface cleaned. The instrument was tested again with an hpblue and a generator and activated as expected. After about a minute of activation, it was noted that the proximal portion of the blade near the distal pipe began to get hot to the touch. The instrument was further disassembled and it was noted to have body fluids near the distal pipe where the blade exits the instrument. The thermal issues are likely due to the body fluids found in the distal pipe. It is recommended that excessive body fluids and tissue be removed from the jaw interface because it might impact the performance of the instrument.

Event description:
It was reported that during a ¿mama¿ procedure, there was a burn around the wound. Performance 3 to coagulate/5 for cut. "Reduce press on blade"- cleaning of the device. The surgeon used primary cutting modus. Towards end of surgery performance was higher: 5 to coagulate/5 for cut. Scissors were hot in area before the white plastic.